Event description:
As reported, approximately six years post initial right tsa, the 77 y/o male patient experienced poly disassociated from unknown cause. Implants were removed and revised with new components. The patient was stable at conclusion of case. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to hospital policy.

Manufacturer narrative:
Section 10: concomitant products: eq rev 42mm glenosphere (cat# 320-01-42 / serial# (B)(6)) eq rev adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)) eq rev locking screw (cat# 320-15-05 / serial# (B)(6)), eq rev toruqe screw kit (cat# 320-20-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.